Manufacturer narrative:
Batch review performed on 23 march 2020. Lot 173635: (B)(4) items manufactured and released on 10-nov-2017. Expiration date: 2022-10-19. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event. Other devices involved in the event gmk-sphere 02.07.0036rp patella resurfacing # 4 lot. 184171 (k113571) batch review performed on 23 march 2020. Lot 184171: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, 94 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.1206l tibial tray fixed cemented # 6 l (k090988) batch review performed on 23 march 2020. Lot 182893: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, 36 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0610crl tibial insert fixed sphere cr #6/10 mm l (k181635) batch review performed on 23 march 2020. Lot 182893: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-02. No anomalies found related to the problem. To date, 36 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection 1 year and 3 months after primary, the pathogen is unknown. The surgeon plans to remove all implants and implant an antibiotic spacer. More details will be provided once the surgery is complete.

Event description:
On (B)(6) 2020 we were informed that revision surgery has not been performed yet due to covid-19 concerns. Event description has been updated: the patient came in due to signs of an infection 1 year and 3 months after primary, the pathogen is unknown. The surgeon plans to remove all implants and implant an antibiotic spacer. Surgery has not been performed yet.

Manufacturer narrative:
On april 25th 2020 we have received the information that the pathogen is unknown and that the revision surgery was postponed, the date is still unknown.